Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead coil was exposed, with no insulation. The rv lead was repaired and remains in use. No patient complications were reported as a result of this event.